Event description:
A caller reported damage to both the pump housing and usb port, which affected the ability to charge the pump as the usb port was loose. This required the user to position the charger manually for effective charging. There was no shutdown of the pump due to this issue, and it was determined that there was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use the existing pump until a replacement pump, equipped with updated software, was sent to them. The caller was also informed about the steps for returning the faulty pump and was instructed on how to proceed upon receiving the new pump.